Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient underwent a explant for a unknown reason. No other information is provided.

Manufacturer narrative:
The axium ins was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. The axium ins successfully communicated with lab standard equipment. X-ray analysis revealed a lead terminal end contact (non-functioning) was stuck in the header chamber for ports 1, 2, 3 and 4. The detached lead terminal end contacts likely occurred during the explant procedure. Further electrical tests could not be performed due to the terminal end lead contacts being stuck in all 4 ipg header ports.